Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low r-waves were noted during office visit. Lead dislodgement suspected. The lead was capped and replaced.